Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A review of complaint data was performed with specific focus on the reported lot number ln132017 and the customer allegation. No trend of the alleged failure could be identified.

Event description:
The initial reporter stated she stuck her finger with the accu-chek safe-t-pro device and a fragment from the lancet remained in her finger. A day after she had stuck her finger with the device, she had some pain in her finger and noticed a tiny sliver of metal which she removed. No medical treatment was necessary. A serious adverse event did not occur. The lancets were requested for investigation and replacements were sent.